Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. The keypad cover was removed and the ok key contact was found to be misaligned and inverted. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently responsive and the ok keypad button was unresponsive. All of the keypad buttons did not spring back or click back normally. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. The patient reported that the she has to press the buttons carefully or scrolling would occur. It was indicated that it takes about 10 minutes to program the correct bolus amount. The patient reportedly goes swimming with the pump on a regular basis. The patient denied damage to the pump. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.